Event description:
It was reported that the user experienced a hypoglycemic event after announcing a lunch meal, with the lowest blood glucose of 45 mg/dl and an out-of-range duration of about 30 minutes, and the ilet alerted to the low. Investigation included complaint handling, user interview, and review of use and training history. Further investigation of this case revealed user-related use error associated with an inaccurate meal announcement leading to excess insulin delivery. Symptoms included dizziness, nausea, and shakiness. Outcomes included self-treatment with oral carbohydrates without outside assistance or medical intervention. It was concluded that, based on previously established findings for similar reports, the device performed as designed and that user education and troubleshooting were completed, with additional training scheduled. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.